Manufacturer narrative:
During preparation, the balloon of a 5f mynx control vascular closure device (vcd) was observed to be dented. It could not be used on patients. There was no reported patient injury. The operator was trained to use the device. There was no damage to the device noted prior to opening the package. The device was stored and prepped as per instructions for use (IFU). The mynx vcd was used in a transfemoral cerebral angiograph and a retrograde approach was used. The damaged noted was that the balloon was observed to be abnormally squashed. Hemostasis was achieved by using another mynx device and the patient recovered after the event. The device was returned for evaluation. A non-sterile mynx control vascular closure device 5f was returned for investigation. Per visual analysis button 1 and button 2 were not depressed. The syringe was connected to the device with the stopcock open. The sealant remained in the manufacturing position. The procedural sheath was not returned with the device. Per functional analysis leak testing was performed by attempting to inflate the balloon with water. The results revealed a leak in the balloon of the returned device. Per microscopic analysis, visual inspection under high magnification revealed a taper-to-taper tear in the balloon, approximately 1 mm from the balloon neck. A product history review of lot f2109603 revealed no anomalies during the manufacturing and inspection processes that can be considered potentially related to the reported complaint. The reported failure ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Based on the available information, and without the procedural sheath to analyze, it is impossible to determine what factors may have contributed to the reported event. This type of tear is consistent with the balloon coming into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). According to the instructions for use (IFU) which is not intended as a mitigation of risk, users are instructed to confirm via femoral arteriogram prior to using the mynx control vcd, that there is no evidence of significant pvd in the vicinity of the puncture. Users are also instructed to discard the device if the balloon does not maintain pressure. Neither the phr review, nor the product analysis suggest that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot# f2109603 presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
During preparation, the balloon of a 5f mynx control vascular closure device (vcd) was observed to be dented. It could not be used on patients. There was no reported patient injury. The operator was trained to use the device. There was no damage to the device noted prior to opening the package. The device was stored and prepped as per instructions for use (IFU). The mynx vcd was used in a transfemoral cerebral angiograph and a retrograde approach was used. The damaged noted was that the balloon was observed to be abnormally squashed. Hemostasis was achieved by using another mynx device and the patient recovered after the event. As found per product evaluation, a taper-to-taper tear was found in the balloon of the returned device, approximately .5 mm from the balloon neck. The device will be returned for evaluation.